Event description:
During follow-up, there was several episodes of oversensing noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field report of oversensing was not confirmed. As received, a complete lead was returned in one piece. The electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.